Event description:
It was reported that the ilet pump¿s touchscreen was cracked, and the device was replaced; the patient¿s blood glucose at the time was 89 mg/dl, and the patient confirmed use of backup therapy and continued cgm monitoring. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a device fracture affecting the touchscreen, with a stress-related problem identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.